Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the ventricular lead was placed in a spot where acceptable measurements were obtained. However, following placement of the atrial lead, it was observed that there was an odd kink in the distal portion of the ventricular lead. Upon testing, impedances of greater than 2200 ohms were observed, sensing was inconsistent, and non-capture was noted. The ventricular lead was removed and replaced successfully with no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.